Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site and performed a total service call. The cse observed reagent 1 (r1) probe was bent, misaligned and high luminometer photo multiplier tube (pmt) dark counts. The cse replaced and calibrated the r1 probe and cleaned the pmt module to bring the dark counts to a precise state. Instrument functionality was verified by performing a final quality control (qc) checkout. The bent and misaligned reagent probe could affect the delivery of reagent, however the discordant result was elevated and not suppressed. There were no luminometer pmt flagged system errors and no other reported discordant patient results at the time of the event. It was observed that the customer was performing an auto dilution (1:200) on every total human chorionic gonadotropin (thcg) result which can potentially lead to questionable results. Siemens has informed the customer as to best practices for sample dilution testing. The cause for the discordant thcg patient result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, high total human chorionic gonadotropin (thcg) dilution result was obtained on an advia centaur xp instrument. The high thcg result was considered discordant compared to a lower neat result. The customer's laboratory information system (lis) is set to run a thcg test both neat (undiluted) and with a 1:200 auto dilution. The customer performed repeat testing on the same sample tube and the neat result was lower. The same sample tube was tested on an alternate advia centaur xpt instrument, resulting lower. The lower result was reported as the correct result to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant thcg dilution result.